Manufacturer narrative:
On (B)(6) 2015 11:33 am (gmt-5:00) added by (B)(6): maquet evaluated the handle and no plastic debris nor missing parts were found. The handle was tested and worked according to specifications. The customer discarded the handle and returned the device to service.

Event description:
The customer reported that a piece of plastic debris fell off of the sterilizable handle and into the operation area. No injuries were reported. (B)(4).